Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pain"), blindness unilateral ("lost vision in right eye") and diverticulum intestinal ("resection of sigmoid colon diverticulum") in a 34-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and tourette's syndrome. Concurrent conditions included depression since 2014, anxiety since 2010, menometrorrhagia, anesthesia, back pain, chest pain, knee pain, anxiety, sore throat, respiratory tract congestion, gonorrhea, adenomyosis, itchy rash, jaw pain, rectal bleeding, weight gain, ache, palpitations and uterine fibroids. Concomitant products included bupropion since 2014, citalopram since 2014 and clonazepam since 2010. In january 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced blindness unilateral (seriousness criterion medically significant), diverticulum intestinal (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and she had surgery to remove the essure tmplant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, blindness unilateral, diverticulum intestinal, vaginal haemorrhage, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the pelvic pain and fatigue had resolved. The reporter considered alopecia, blindness unilateral, diverticulum intestinal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia were normal trailing coils: right 2, left 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: results: acute and chronic cervicitis. Diagnostic results: on (B)(6) 2014 pathology test was done having result a. Uterus and fallopian tubes; hysterectomy and bilateral salpingectomy -- -- benign inactive endometrium -- acute and chronic cervicitis, mild -- fallopian tubes within normal limits b. Colon, diverticulum resection -- -- acute diverticulitis with focal abscess formation ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, fatigue, dysmenorrhea, menorrhagia, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pain"), blindness ("lost vision in right eye") and diverticulitis ("resection of sigmoid colon diverticulum") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2014 and anxiety since 2010. Concomitant products included bupropion since 2014, citalopram since 2014 and clonazepam since 2010. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced blindness (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (she had surgery to remove the essure tmplant) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, blindness, diverticulitis, vaginal haemorrhage, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the pelvic pain and fatigue had resolved. The reporter considered alopecia, blindness, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, reporter added, concomitant drug and condition added, event added as:- abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping), surgery (other) type of surgery: resection of sigmoid colon diverticulum, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)) , vision/eye problems type: lost vision in right eye, fatigue, hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pain"), blindness unilateral ("lost vision in right eye"), diverticulum intestinal ("resection of sigmoid colon diverticulum") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34 year old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional nonserious events is detailed below. The patient's medical history included dysplasia and tourette's syndrome. On (B)(6) 2014 pathology test was done having result a. Uterus and fallopian tubes, hysterectomy and bilateral salpingectomy benign inactive endometrium. Acute and chronic cervicitis, mild. Fallopian tubes within normal limits. B. Colon, diverticulum resection. Acute diverticulitis with focal abscess formation. Concurrent conditions included depression since 2014, anxiety since 2010, menometrorrhagia, anesthesia, back pain, chest pain, knee pain, anxiety, sore throat, respiratory tract congestion, gonorrhea, adenomyosis, itchy rash, jaw pain, rectal bleeding, weight gain, ache, palpitations and uterine fibroids. Concomitant products included bupropion since 2014, citalopram since 2014 and clonazepam since 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, 5 years 7 months after insertion of essure. On an unknown date, the patient experienced blindness unilateral (seriousness criterion medically significant), diverticulum intestinal (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, blindness unilateral, diverticulum intestinal, vaginal haemorrhage, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the pelvic pain and fatigue had resolved. The reporter considered alopecia, blindness unilateral, diverticulum intestinal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia were normal trailing coils: right 2, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion. Pathology test on (B)(6) 2014: results: acute and chronic cervicitis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, abdominal pain, fatigue, dysmenorrhea, menorrhagia, pelvic pain, dyspareunia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent followup information incorporated above includes: on 18feb2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other nonconformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.